Event description:
During routine cataract surgery and lens replacement, the patient's posterior capsule tore. Physician could not definitively determine if the introcular lens caused the tear or if the patient had a fragile capsular bag. Patient returned to surgery at at later date to have an intraocular lens implanted without incident.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.